Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer's blood glucose was 180 mg/dl. Customer declined to troubleshoot. No additional information provided.